Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced multiple past cartridge change errors, cartridge alarms, and data log corruptions. There was no reported impact to the customer¿s blood glucose level. The customer did not disclose an alternate method of insulin therapy.